Event description:
A malfunction on the pump was reported by the caller, identified with a malfunction code but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again should the malfunction reappear.